Event description:
It was reported that revision surgery was performed due to pain. Intraoperatively, the surgeon found the cemented unicompartmental replacement in place over the lateral compartment and well maintained articular cartridge over the medial compartment. However, the unicompartmental tibial insert had worn and the patella had severe arthritic wear with exposed bone. Therefore, it was felt that a total knee replacement was required to relieve the patellofemoral symptoms.